Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry it was learned a 27mm 11500a aortic valve implanted approximately five (5) years, 11 months, was explanted due to unknown reasons. The explanted device was replaced with a 27mm 11500a aortic valve. Patient post-operative status noted as in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Event description:
Through implant patient registry and medical records, it was learned a 27mm 11500a aortic valve implanted approximately five (5) years, 11 months, was explanted due to mrse endocarditis the explanted device was replaced with a 27mm 11500a aortic valve. Patient post-operative status noted as in recovery. Patient was discharged on pod#7. Per medical records, patient was transferred from another hospital due to recurrence of mrse bacteremia endocarditis in setting of persistent aortic valve vegetation. Patient presents to the cticu for re-do aortic valve replacement, maze, and left atrial appendage closure. Preoperative tee was noted to have large vegetation on ventricular side of non-coronary cusp with small associated annular abscess. The 27mm 11500a inspris reslia aortic valve was explanted and replaced with another 27mm 11500a inspris reslia aortic valve. Patient weaned from bypass with minimal support. Hemostasis was obtained and the chest closed with sternal wire, later the patient was transferred to ICU for recovery and got discharged home pod#7.

Manufacturer narrative:
Added information to b5, b7, h6. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.